Manufacturer narrative:
After battery installation, the device powered up with a white display with a gray spot in the right of the screen. The text was difficult to read. After further examination of the device¿s interior, there was corrosion on electrical board. Unable to perform displacement, sleep current measurement, active current measurement, or self test due to missing segment or partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.